Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 6.8 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. (B)(4). The root cause for the dislocation was not determined with confidence. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient chronically dislocating before and after the implantation of a reverse shoulder prosthesis (rsp). The surgeon changed the glenosphere from a size 32 to a size 40 and changed the poly insert from a size 32 standard to a 40 +4 semi-constrained.